Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate by 20 to 30 points when compared to fingerstick values on (B)(6) 2014. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.